Manufacturer narrative:
The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was a solitaire pushwire break/separation. The patient was undergoing surgery for treatment of an m1 ischemic stroke via mechanical thrombectomy. The mrs baseline and nihss ba seline/post-procedure scores were unknown. The tici baseline was unknown and the post-procedure score was 3. Vessel tortuosity was severe. It was reported initially that the solitaire wire was loose and believed to be from the microcatheter as the technician felt like the wire was sliding. It was thought the microcatheter liner was the issue, but then determined the middle of the pushwire broke/separated. The broken segments were all attached and removed along with the stent. Two passes had been attempted with the device.